Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been one (1) year since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. However, it is likely the event occurred because the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The returned device will be disposed by aomori olympus after the completion of the final investigation. The event can be prevented by following the instructions for use which state: "(drawing number: gk5909, revision number: 21) ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported while using a mechanical lithotriptor with the revowave rwhs-3545i. The distal rubber guide on the basket tears as soon as the first 10 cm are threaded onto the watered revowave. The problem occurred during preparation for use. There were no reports of patient harm.